Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user and the user's mother reported that while performing a supply change the user¿s ilet device displayed an ¿unable to proceed¿ alert and subsequently failed to complete a rewind process. The user restarted the device, but the same issue recurred. A replacement device was initiated. Blood glucose was not affected. No hospitalization or adverse health effects were reported.